Event description:
Reporter alleged blood glucose measured 81 mg/dl at 3:08 pm back to back with a result of 167 mg/dl at 3:09 pm. No treatment was received or actions taken as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.